Manufacturer narrative:
The t:slim x2 g5 user guide states: do not use any other insulin with your system other than u-100 humalog or novolo. Only humalog and novolog have been tested and found to be compatible for use in the system the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Reportedly, the customer was using u-500 insulin within the cartridge. Customer's blood glucose level was 55 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer had manual injections as alternate insulin therapy.